Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 110 (over voltage cleared no energy). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the c10 capacitor was shorted and had thermal damage. The cause for the service code was the defective c10 capacitor on the c/a board. The root cause for the damaged c10 capacitor could not be positively identified. No adverse event resulted from the shorted capacitor. The pt received a replacement monitor.